Manufacturer narrative:
(B)(4). The returned item exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an instrument was returned missing bearings. There was no known patient involvement.